Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains blood leak, during connecting the patient to hemodialysis. Blood loss was 200ml. No additional info if blood was returned. No medical intervention necessary.